Event description:
It was reported that 200 syringe 5ml s/t bns experienced foreign matter contamination and device damage/deformation with the device still considered operable. The product defects were noted prior to use. The following information was provided by the initial reporter: material no: 301028 batch no: 9353077. Per customer response (B)(6) 2020: what is the date the syringes were discovered? (B)(6) 2020. Can you please confirm the part no. As it does not match up with lot number 9353077: corrected pn 301028. Please notice that at the moment that the manufacturing site noticed the issue, (B)(4)pieces were available at their location and at least (B)(4) pieces were found with this condition. All the material has been segregated to a quarantine area and we will wait for your inputs on this material. Lot: 9353077.

Manufacturer narrative:
H.6. Investigation: one photo and 100 loose 5ml syringes were received and evaluated. It was observed all 100 contained a small ink dot near the top of the barrel, under the flange and outside the grad lines. 68 of the syringes contained at least one ink dot larger than level 4 in size, which were rejectable per product specification. One of the syringes also had a portion of the thumb rest broken off, which was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9353077 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. In the photo, there was one syringe with two circular black dots circled in red next to the printed scale. Please note these black dots are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. A potential root cause for the ink dot defect is associated with the marking process. A potential root cause for the broken plunger rod defect is associated with the assembly process. H3 other text : see h.10.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that 200 syringe 5ml s/t bns experienced foreign matter contamination and device damage/deformation with the device still considered operable. The product defects were noted prior to use. The following information was provided by the initial reporter: material no: 301028 batch no: 9353077. Per customer response (B)(6) 2020. What is the date the syringes were discovered? (B)(6) 2020. Can you please confirm the part no. As it does not match up with lot number 9353077: corrected pn (B)(4). Please notice that at the moment that the manufacturing site noticed the issue, (B)(4)pieces were available at their location and at least (B)(4) pieces were found with this condition. All the material has been segregated to a quarantine area and we will wait for your inputs on this material lot: 9353077. F.10. Device codes: 2944, 1354, 1069. H.6. FDA device problem code(s): 2944, 1354, 1069.

Event description:
It was reported that 200 syringe 5ml s/t bns experienced foreign matter contamination and device damage/deformation with the device still considered operable. The product defects were noted prior to use. The following information was provided by the initial reporter: material no: 301028, batch no: 9353077. Per customer response (B)(6) 2020. What is the date the syringes were discovered? (B)(6) 2020. Can you please confirm the part no. As it does not match up with lot number 9353077: corrected pn (B)(4). Please notice that at the moment that the manufacturing site noticed the issue, (B)(4) pieces were available at their location and at least (B)(4), pieces were found with this condition. All the material has been segregated to a quarantine area and we will wait for your inputs on this material. Lot: 9353077.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 syringe 5ml s/t bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 301028 batch no: 9353077. Per customer response (B)(6) 2020: what is the date the syringes were discovered? (B)(6) 2020. Can you please confirm the part no. As it does not match up with lot number 9353077: corrected pn 301028. Please notice that at the moment that the manufacturing site noticed the issue, 10,000 pieces were available at their location and at least 200 pieces were found with this condition. All the material has been segregated to a quarantine area and we will wait for your inputs on this material. Lot: 9353077.